Event description:
"Door pump broke and separated from unit during set-up for bilateral oophorectomy. A 5-6 inch piece of the door was propelled across the room and stuck an or tech. There was no injury to the or tech."